Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 6.00 mm x 12 mm nc emerge® balloon catheter was advanced for post dilation but insertion resistance was encountered. During inflation, the balloon ruptured. The procedure was then completed. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. The balloon, markerbands, proximal bond and tip were microscopically examined. There was a tip damage. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was advanced through the tip and met resistance 4.5cm from the tip, revealing wire lumen buckling. Functional testing using an inflation device filled with water to inflate the balloon to the rated burst pressure resulted in slow inflation and water coming out from the tip. Further analysis revealed a perforation in the wire lumen at the buckling portion, that contributed to the slow inflation and resemblance of a balloon burst. There was no damage to the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage and the reported difficulty. Product analysis did not confirm the reported balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 6.00mm x12mm nc emerge® balloon catheter was advanced for post dilation but insertion resistance was encountered. During inflation, the balloon ruptured. The procedure was then completed. No patient complications were reported.